Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo provera from 2004 to 2005. Concurrent conditions included underweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), migraine ("migraines / headaches/ migraines"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), abdominal pain upper ("stomach pain") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2009 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased, pelvic pain, abdominal pain, back pain, abdominal pain upper and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates-(B)(6) 2009 and 2010 current weight 230 lbs. Approximately four coils of tube were seen. On the right side about two coils were seen, but there was some fluffy tissue blocking in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo provera from 2004 to 2005. Concurrent conditions included underweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), migraine ("migraines / headaches/ migraines"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), abdominal pain upper ("stomach pain") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2009 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased, pelvic pain, abdominal pain, back pain, abdominal pain upper and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates- (B)(6) 2009 and 2010. Current weight (B)(6). Approximately four coils of tube were seen. On the right side about two coils were seen, but there was some fluffy tissue blocking in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs was received- events added-¿abnormal bleeding (vaginal)¿, ¿abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary tract infection, bladder problems or changes, urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, pelvic pain, abdomen pain, back pain, stomach pain, legs pain, did not undergo essure confirmation test¿, medical history and historical drug, lot number, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.